Event description:
Reporter alleged obtaining a blood glucose result of 882 mg/dl on the advantage system which outside the 10-600 mg/dl reading range of the system. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of the testing, and stated the reading was not found when checking into the system memory. No actions were taken or treatment was reported. A request had been made for the return of the suspect product and replacement product had been sent.